Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual evaluation was performed and reveals a separation flare from the tip confirming the customers reported condition. The flair may have been caused during insertion into the cannula. Unable to determine the cause of the separation.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1504 for a description of the other device. It was reported to boston scientific that the during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydra jagwire guidewire ptfe coating peeled. This reportedly occurred with two different hydra jagwire guidewires. The procedure was completed successfully. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."